Event description:
The customer contacted stryker to report that their device would not power on.there was no patient use associated with the reported event.

Manufacturer narrative:
The customer reported to stryker that there were some remnants of a previous keypad replacement that inhibited the on/off button of the device. Once the customer removed the remnants, the device functioned properly. The device was not returned to stryker for investigation. A cause of the reported issue could not be determined.